Event description:
It was reported that during a coil embolization procedure of the mca, the enterprise (B)(4) was moving around too much to deploy at the site. The enterprise was removed, but it is unknown how the procedure was completed. Additionally, the products were received for analysis, and it was noticed that the enterprise stent had detached/stuck in the microcatheter hub. No further information was available.

Manufacturer narrative:
During a coil embolization procedure of the middle cerebral artery (mca), the enterprise (enf452212/01429046) was moving around too much to deploy at the site. The enterprise was removed, and the patient was treated successfully with coils. There are no further details regarding procedural factors, the target lesion/vessel characteristics, or the event. There was no injury to the patient. The lot number of the prowler select plus used to deliver the enterprise vrd is not known; therefore, the device history record review cannot be completed. One non-sterile prowler select plus was received coiled in a plastic bag; an enterprise stent was found stuck on the microcatheter hub. Two flat/compressed areas were found on the distal section of the mc; no other anomalies were noted. The distal section of the microcatheter was inspected under the microscope and the damages found on the visual analysis were confirmed (flat/compressed areas). Functional testing of the mc was performed with insertion of a guidewire. Resistance/friction was confirmed as there was some minimal resistance encountered when passing the guidewire through the flat/compressed areas of the mc; however, it passed completely through the mc. With functional testing of the mc there was resistance/friction due to compressed areas at the distal end of the mc. The cause of these compressed areas and impact on the reported event cannot be determined. However, procedurally, prior to attempted placement of the enterprise vrd, the mc would have been positioned at the target site over a guidewire. Based on this, it appears that these damages occurred post procedure, possibly related to handling/packaging for shipping. There is no indication of any manufacturing issues related to the condition of the device or the reported event. Additionally, inspections are in place to prevent devices with this type of damage from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note: the catalog code entered is for an unknown prowler select plus that the catalog and lot number are unknown. The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile prowler select plus was received coiled in a plastic bag; an enterprise stent was found stuck on the microcatheter hub, also two flats/compressions were found on the distal section, no other anomalies were noted. The distal section of the microcatheter was inspected under the microscope and the damages found on the visual analysis were confirmed (compressions/flats). The ID from the microcatheter was measured and was found within specification. Functional analysis was performed and little resistance/friction was felt while passing the guidewire through the compressed sections of the microcatheter, however, it pass completely through. DHR could not be performed due to lot number was not provided. The failure reported by the customer as "catheter (body/shaft) resistance/friction-inner lumen" was confirmed, little resistance/friction was felt while passing the guidewire through the microcatheter flats, the cause of the damages found on unit and the cause of the event experienced by the customer could not be conclusively determined, however the analysis indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.